Manufacturer narrative:
One used palindrome catheter was received for evaluation. The sample was received in a plastic bag. The white catheter has a yellowish appearance and the silicone extension have blood residue. The final end (catheter tip) was not received; it can be assumed that it was cut by the user. Through visual inspection it was noted that there was a pin hole in the catheter¿s shaft about two centimeters from the hub assembly. A hole was also noted between the hub and catheters shaft (tubing). As part of the investigation process the finished good lot was reviewed. The history record review does not reveal any deviation of the current procedure that might have contributed to the reported condition. In addition, no non-conformances were opened for all the assembly levels, raw materials and incoming components. Due to the yellowish color on the sample received for evaluation, it can be assumed that the catheter was used for an undetermined period of time and performed as intended. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. The catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks scrapes, or cuts which could impair its performance. Additionally, do not use acetone on any part of the catheter. While the labeling provides an appropriate warning, labeling cannot prevent a clinicians failure to heed the warning and nor can labeling control use of appropriate measures to use a device according to manufacturer¿s instructions for use. Based on investigation findings the most probable cause is product misuse, the leak could be caused due to excessive force or due to an inappropriate use of cleaning agents. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that the catheter had a crack at the y and there was blood leaking when conducting hemodialysis. The catheter was removed and replaced. There was a patient involved without injury. No medical intervention was required. The patient is in good condition and the sample will be returned for investigation.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.